Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's test meter (B)(4) was provided for investigation where they were tested using retention strips with retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.5 inr, qc 2: 5.5 inr, qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory the reporter's meter (B)(4) and two vials of unrequested test strip lot 453928-19 were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): vial #1 (2 strips returned.): qc 1: 4.9 inr, qc 2: 5.1 inr. The maximum difference between measurements was 4%. Vial #2 (23 strips returned.): qc 1: 5.0 inr, qc 2: 5.0 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to coaguchek xs meter serial number (B)(4). The result from meter serial number (B)(4) was 4.1 inr. The code number was not correct for the first test. The correct code chip was inserted in the meter and the test was repeated with a result of 4.1 inr. The result from meter serial number (B)(4) was 2.8 inr. The tests were all within 4 hours. The result from meter serial number (B)(4) was believed to be the correct result. The customer has a therapeutic range "close to 3.0 inr."